Event description:
Customer called to report the insulin pump did not alarm for no delivery and caused her blood glucose to go high. Blood glucose reading was 300 mg/dl. The customer stated she had been waking up with high blood glucose for the past 2 weeks. This was unusual because her blood glucose usually goes low. The insulin pump did not alarm for no delivery during this time. The customer had called about this issue previously and it was determined to be caused by the infusion set. Customer felt that this wasn't the problem and her blood glucose continued to be high. The customer's blood glucose readings had been between 300 mg/dl and 500 md/dl. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).